Manufacturer narrative:
(B)(4).

Event description:
The consumer reported their daughter had a spinal cord stimulator and it caused nothing but trouble and more pain so the device was removed; "case closed."